Manufacturer narrative:
The prismaflex m150 sets were discarded and not available for inspection. Review of the prismaflex m150 set device history record and complaint history files could not be performed since the involved lot number was not known. The root cause of the reported event remains unk.

Event description:
(B)(4).